Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many procedures/patients were affected by this issue? For each patient event, how many devices exhibited the alleged deficiency? If possible, please confirm or estimate how many sutures broke and how many were pulled out from the tissue. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Were there any patient consequences? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). I do not know how many surgeries were affected by the suture breaking. I estimate that 6-8 sutures broke I total across 3 different surgeons. The breakages occurred while pulling the suture through tissue. There were no patient complications due to the breakages. I was told about the breakages by the chiefs of vascular surgery at km (please refer to the attached email). He is a vascular surgeon. Our failure analysis lab received a wrong product with reference to this complaint, the following was received: product code: m8701; product lot/batch: 10b5ed 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported to the sales rep that during cardiovascular procedure the suture was breaking, and the needle was pulling the suture thread off. It happened multiple times across multiple surgery. There were no patient adverse event. Product is available for return. Additional information was requested.